Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple inaccurate fill estimates after filling multiple cartridges with insulin. Reportedly, the cartridge was filled with 480 units of insulin. Additionally, the customer reported using cold insulin in the cartridge. The customer reported an elevated blood glucose (bg) level of 456 mg/dl, which was addressed with a correction bolus. The customer was able to load a new cartridge successfully and received an accurate fill estimate.